Manufacturer narrative:
(B)(4). Malformed clip. Eval summary: the analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released without any difficulty. In an attempt to replicate the reported incident, the device was tested for functionality and it fired the remaining clips as intended and according to our mfg specifications. In addition, the device locked out as intended but the orange indicator overtraveled. This failure is not related to the reported event. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the clip could not be fed into the jaw properly and double feeding occurred. Another device was used to complete the procedure. There were no adverse consequences for the pt.